Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: the user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no related alarms in the history; only typical usage was observed. The pump was exercised for 24 hours at 1.0 unit per hour basal program and at the end of the test, 24.0 units were recorded for the tdd. A 10 unit audio bolus and 10 unit normal bolus were performed and were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the black box revealed evidence of time/date reset to factory settings on (B)(6) 2013. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated the healthcare provider (hcp) downloaded the pump history and alleged periods of time when the pump was not delivering basal rates. The patient reportedly had blood glucose (bg) levels from 300-350 mg/dl with no signs or symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The hcp advised the patient to come off the pump. The reporter stated the basal settings were set correctly. This complaint is being reported due to the allegation by the hcp of a non-specific pump malfunction.